Event description:
Upon completion of an operating room case, the scrub tech noticed a hole in the drape of the sterile normal saline warmer. A significant amount of normal saline was found in the bottom of the warmer. A defect was found in the sterile drape, which was reported to the charge nurse and the operating room manager.